Event description:
It was reported that this right ventricular (rv) lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service), due to exhibiting high out of range shock impedance (greater than 125 ohms). A different lead was implanted. Besides surgical intervention, no adverse patient effects were reported. This rv lead is not expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.